Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer was working without problems. Several system errors were found in the programmer log files including an unexpected multithread lock error. Analysis also found the stylus was damaged but working correctly (sharp bend in cable). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer freezes unexpectedly and doesn't react to commands. The programmer was returned for service. No patient complications have been reported as a result of this event.